Manufacturer narrative:
Reference (B)(4). Catheters disposed of onsite, therefore no further investigation available.

Event description:
During surgery, initial catheter failed showing error with waveforms on monitor. Initial catheter was removed and two subsequent catheters were brought in for replacement, but neither backup catheters could pass monitor initialization, causing further delay in surgery.